Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy to address bg level.